Event description:
Sorin group received a report that the scp control panel showed no flow rate while pumping and displayed an error code. There was no report of patient injury.

Manufacturer narrative:
Sorin group received a report that the scp control panel showed no flow rate while pumping and displayed an error code. There was no report of patient injury. A field service representative was dispatched to investigate. Testing performed by the field service representative was unable to reproduce the problem. The service representative confirmed that the customer was using compatible flow probes, and then performed preventive maintenance and functional verification without any problems. Sorin group (B)(4) has requested that the scp and control panel be returned for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.